Event description:
A customer reported a minimum fill notification while loading a new cartridge onto their insulin pump. There was no adverse impact to the customer's blood glucose level. Initially, reloading the same cartridge did not resolve the issue. Technical support instructed the customer to clean the pneumatic tap area with an alcohol wipe or lint-free cloth, and then guided them through the process of filling and loading a new cartridge. This resolved the issue, allowing the customer to place the pump back in its case and resume insulin use without further problems.